Event description:
It was reported that the patient presented for initial implant. After the procedure, the device was interrogated, and the implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled. The physician suspected the cause to be related to device transport. Programming changes were performed to resolve the issue. The patient condition was stable.